Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead capped and replaced. Per follow up, the rv lead was replaced due to low impedance. The right atrial (ra) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.